Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant at tooth site #20 was placed in the patient's mouth, the doctor was unable to remove the screw. The implant had to be removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
This supplemental is being reported as a retraction statement and the event reported under MFR report number 0001038806-2025-01307 is no longer a reportable event and will be voided. All details and information associated with this event has been documented and processed under (B)(4) and the medwatch report submitted under MFR report number 0001038806-2025-01984. No further reports will be submitted under MFR report number 0001038806-2025-01307. Correction: device evaluation confirmed that the cover screw could not be removed from the implant. The unknown biomet screw was reported in error.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2025-01307 that was submitted on june 9, 2025 as additional information confirmed that the unknown biomet screw is not reportable as the implant/cover screw is the device that could not be disengaged. This event has been reassessed and submitted under the correct item and MFR report number 0001038806-2025-01984, submitted on august 22, 2025. Product evaluation confirmed that when the implant at tooth site #20 was placed in the patient's mouth, the doctor was unable to remove the cover screw. The implant had to be removed. The cover screw is bundled with the implant, therefore the unknown biomet screw is not the reportable device.